Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va18qmc, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that the implant wasn't working, and they were wet all the time, needing to change depends. Patient stated that the implant was checked, and there was something about the wires ("3 wires went toe up or something"). Patient got the system explanted on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.